Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient experienced discomfort at the device implant site and there was concern for a possible infection. The implantable cardiac monitor was explanted. No further patient complications have been reported as a result of this event.